Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited high capture threshold and high ventricular sensing. The atrial lead was repositioned (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.